Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, the pre heat cycle pressure would not hold. The surgeon did a hysteroscopy to view the uterus from below and detected no perforation. The surgeon attempted the thermal ablation again with the same device. The balloon would not hold pressure. Laparoscopy was performed to view the uterus from above and detected no perforation. The laparoscopy was set up for a tubal ligation which was to be performed after the thermal ablation procedure. The surgeon attempted to use the thermal ablation device for a third time, but still could not maintain pressure. The surgeon then made two attempts with novasure. No viewing of the uterus was made after the 3rd attempt with the device and before switching to the novasure procedure. The novasure would not deploy. The surgeon then did a laparoscopy and detected a perforated uterus where he could not control bleeding. The surgeon performed an open abdominal hysterectomy on the patient. The surgeon noted that the uterus was very spongy when removed during the abdominal hysterectomy, suggestive of adenomyosis. Additional information has been requested.